Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) in combination with bf-uc290f, the message "max emission of lamp continued, light intensity is reduced" was displayed. The ultrasound image froze, as the user was about to push the needle in. The user called olympus¿s representative and could resolve the problem. However, ten minutes later, the same event occurred. There was a clinically relevant delay of the procedure by 15 minutes and the procedure had to be cancelled. It was reported that when they were setting up for the second patient, there was the same message and they cancelled the next procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of the user, omsc surmised that there was a possibility this phenomenon was attributed to the product specification. Cv-1500 is designed to reduce light intensity when max light emission continued for 2 minutes during the use of bf scope and display ¿max emission of lamp continued, light intensity is reduced¿. During light intensity reducing, ultrasound image freezes. This automatic light intensity adjustment is designed to prevent the excessive heat generation in distal end of the scope when the scope is hung up. This is not envisaged to happen during the clinical procedure. However, maximum light emission was reproduced under the circumstance simulated of the body with blood on the distal end. It is assumed that the reported phenomenon occurred since the light guide lens or the objective lens of the distal end were covered with blood and this resulted in max light intensity for 2 minutes, and then the automatic light intensity adjustment worked.